Event description:
The pt reported the infusion device displayed e7 (electronic) error and blood glucose was elevated to 12.4 mmol/l (223 mg/dl). The pt changed the battery and e7 was displayed again. The pt's normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.